Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage that seemed to decrease more rapidly than expected the last six months of the device's battery life.